Event description:
An article titled ¿mortality and sudep in epilepsy patients treated with vagus nerve stimulation¿ was received which included 11 deaths associated with sudep. Six patient deaths were classified as definite sudep, four patient deaths were classified as probable sudep, and one patient death was classified as near sudep. The patient classified as near sudep was successfully resuscitated but died shortly after of hypoxic brain injury more than one hour after the terminal collapse. Follow-up with the one of the authors of the article revealed that none of these deaths were believed to be related to vns. No more information was provided due to hospital policy. This manufacturer report involves the fifth patient death that was classified as definite sudep.